Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge, the pump fill estimate displayed zero units. The customer reloaded the cartridge to address the event and resumed insulin delivery. Blood glucose level was 252 mg/dl.